Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2015. During the procedure, the doctor was unable to deploy the sensor intended for use due to the selected blood vessel being too large. In turn, the sensor was unable to adhere to the wall. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.